Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low.

Event description:
It was reported that during an episode of ventricular tachycardia, the delivered amount of therapy was less than the energy programmed on the first four shocks provided and the fifth shock was at the programmed energy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.